Event description:
After cutting the tibia in a tka case, the arm seemed to be locked/ stuck, the surgeon pulled on the arm and it released from haptics and jerked back. He tried to move the arm away from the knee and the arm moved in toward the patient knee unexpectedly and at a much faster rate than normal. The arm moved in same plane as the tibia cut (like it was trying to enter the tibia cutting boundaries) and the surgeon said that the saw lightly contacted the tibia. There was no damage to the bone or soft tissues. The surgeon was able to complete the remaining cuts for this procedure without any further issues. Logs were provided: complaints folder : (B)(4). Update 10/17/2017: additional information from the surgeon the distal femoral cut and the proximal tibial were accomplished without incident. I then removed the saw and robotic arm from the tibial osteotomy and attempted to place the arm in the ¿holster¿ position. Having moved the arm approximately 30 inches to the holding position, the arm violently returned to the position of approximately the starting point of the tibial osteotomy. This return was at a high velocity, much greater than the normal speed of the arm approaching the haptic. The inertia caused the saw to lightly contact the tibia in the region of the tubercle. Fortunately, no damage occurred to the bone or the tendon. It was not possible to stop the very rapid return of the arm and saw to this position. I had my hand on the handle and the force of the arm far exceeded my ability to stop its forward progress. Additionally, it occured so unexpectedly and rapidly that I was not prepared to stop it, although I do not believe it was possible to overcome the force of the machine. We checked the verification point on the tibia and it remained accurate. After gap balancing, we carefully made our final cuts on the femur which was also verified. It was noted during our final kinematics that the verification point on the femur was off approximately 1.9 mm. This is attributed to the femoral arrays sustaining some motion during trialing and flexing and extending the knee. The procedure was completed with the robot.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding an unexpected motion after the surgeon had the robot moved away from the proximal tibit cut by about 30 inches involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 585 found quality inspection procedures successfully passed. Complaint history based on the device identification (pn 209999) the complaint database was reviewed from 2011 to present for similar reported events regarding unintended movement. There is 1 other reported event (pr (B)(4)). Conclusion: a review of the tka application and crisis logs including probe check, bone registration, rio registration, and bone preparation indicated the system behaved as intended. The potential that the mics trigger was depressed as the cutting tool passed through the motorized alignment zone cannot be ruled out as observed within the logs. This would cause the robotic arm to follow a path back to the tibial cut.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After cutting the tibia in a tka case, the arm seemed to be locked/ stuck, the surgeon pulled on the arm and it released from haptics and jerked back. He tried to move the arm away from the knee and the arm moved in toward the patient knee unexpectedly and at a much faster rate than normal. The arm moved in same plane as the tibia cut (like it was trying to enter the tibia cutting boundaries) and the surgeon said that the saw lightly contacted the tibia. There was no damage to the bone or soft tissues. The surgeon was able to complete the remaining cuts for this procedure without any further issues. Logs were provided: complaints folder : (B)(6). **update 10/17/2017** additional information from the surgeon. The distal femoral cut and the proximal tibial were accomplished without incident. I then removed the saw and robotic arm from the tibial osteotomy and attempted to place the arm in the ¿holster¿ position. Having moved the arm approximately 30 inches to the holding position, the arm violently returned to the position of approximately the starting point of the tibial osteotomy. This return was at a high velocity, much greater than the normal speed of the arm approaching the haptic. The inertia caused the saw to lightly contact the tibia in the region of the tubercle. Fortunately, no damage occurred to the bone or the tendon. It was not possible to stop the very rapid return of the arm and saw to this position. I had my hand on the handle and the force of the arm far exceeded my ability to stop its forward progress. Additionally, it occured so unexpectedly and rapidly that I was not prepared to stop it, although I do not believe it was possible to overcome the force of the machine. We checked the verification point on the tibia and it remained accurate. After gap balancing, we carefully made our final cuts on the femur which was also verified. It was noted during our final kinematics that the verification point on the femur was off approximately 1.9 mm. This is attributed to the femoral arrays sustaining some motion during trialing and flexing and extending the knee. The procedure was completed with the robot.